Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non dehp solution set broke by the blue clamp which caused a leak of intravenous (IV) solution. This was identified when the set was being placed into an unspecified pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was evaluated. A visual inspection using the naked eye was done which observed a cut in the tubing. An indentation on the tubing that matched the slide clamp position was observed, however, next to this indentation a cut through half of the tubing was observed. Functional testing was performed which included pressure and clear passage under water tests and the results were not satisfactory due to the cut in the tubing. The functionality of the slide clamp was tested by opening and closing the slide clamp 30 times on the tubing. After which an under water pressure test was performed at the zone of the slide clamp and no bubbles were observed. The reported condition of leak was verified, however, the condition of leak due to slide clamp was not observed during sample evaluation. The cause of the cut in the tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.